Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed far p-wave oversensing noted on the implantable cardioverter defibrillator (ICD). Programming changes were made, however there was still far p-wave oversensing. Additional programming changes were discussed, no intervention was reported. There were no patient symptoms reported.